Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the conduction disorder requiring pacemaker is unknown. Additionally, no information has been provided regarding the death of the patient. Should additional information be received a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, a patient passed away less than one week post successful tf tavr. Post tavr the patient was taken off the table but remained intubated. At some point on either pod 2 or 3 the patient received a pacemaker, but never really recovered. The patient passed away. Additional information has been requested but, to date, no records have been received.

Event description:
As reported by the territory manager, she recently received a call from the vcc indicating a patient passed away less than one week post successful tf tavr. The patient had a bmi of 61 and there were vascular complications. The perclose were unable to be set post procedure and a covered stent was necessary. Post tavr the patient was taken off the table but remained intubated. At some point on either pod 2 or 3 the patient received a pacemaker, but never really recovered. The patient passed away. Medical records were received. Post tavr procedure the patient had complete heart block requiring placement of a temporary pacemaker as well as respiratory failure requiring mechanical ventilation. There was also worsening renal function and bleeding from the right groin puncture site. The patient received 2 units of blood. Although the cause of death remains unknown, it is mentioned in the discharge summary that the death may be related to a pulmonary embolus or cardiac tamponade with respiratory failure and anemia. No autopsy was requested. There was no allegation that an edwards device may have caused or contributed to the patient¿s demise.

Manufacturer narrative:
Corrected date of death in b.2, b.5 description, and b.7 based on records received.